Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a balloon leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The nominal inflation pressure for this device is 6atm and the rated burst pressure is 10 atm as per pcb IFU. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and non calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 9atm. However, at second inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and non calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 9atm. However, at second inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.